Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced delayed touch response on the pump¿s pause insulin screen when selecting minutes or hours, with the screen not recognizing input promptly; the user had a screen protector in place, no visible screen cracks were noted, and the user was guided to clean the screen and perform a restart. Symptoms included no reported adverse clinical effects and no effect on blood glucose. Outcomes included continued device use after basic troubleshooting without alarms. Investigation included telephone troubleshooting and user education focused on device restart and screen hygiene. Investigation of this case revealed a suspected touchscreen responsiveness issue potentially related to interaction with a screen protector, with no evidence of functional failure of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the absence of confirmatory evidence beyond user report and the presence of a screen protector.